Event description:
It was reported that during the procedure, the operating physician punctured the vein using the introducer needle; however, upon aspiration with the arrow raulerson syringe (ars), no blood return was obtained. Upon inspection, the physician noted that the introducer needle hub was broken. No additional medical intervention was required. The defective ars/needle subassembly was removed and replaced with a new product, and the procedure was completed without further issue. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine."

Manufacturer narrative:
(B)(4).